Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("metrorrhagia"), adenomyosis ("adenomyosis"), the second episode of depression ("depression"), bipolar ii disorder ("bipolar ii disorder"), diarrhoea ("recurrent episodes of diarrhea") and urinary incontinence ("still urinary incontinence") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. In 2008, the patient experienced ankylosing spondylitis ("ankylosing spondylitis") and fibromyalgia ("fibromyalgia"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), the first episode of depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), back pain ("lumbar pain"), the first episode of arthralgia ("joint pain"), abdominal pain ("abdominal pain") and iron deficiency anaemia ("iron deficiency anemia"). In 2011, the patient experienced dyspnoea exertional ("dyspnea on exertion"). In 2012, the patient experienced the second episode of depression (seriousness criterion hospitalization). In 2013, the patient experienced the second episode of arthralgia ("persistence of pain: joint, buttock, pubis, hip, knee, jaw, feet, elbows and shoulders."), paraesthesia ("neurogenic-like pain: tingling, sensation to have hands on fire"), neuralgia ("neurogenic-like pain: tingling, sensation to have hands on fire") and burning sensation ("neurogenic-like pain: tingling, sensation to have hands on fire"). In 2014, the patient experienced diarrhoea (seriousness criterion medically significant). In 2015, the patient experienced ear pain ("otalgia"), vertigo positional ("transient vertigos in decubitus"), the third episode of arthralgia ("periarticular pain") and temporomandibular joint syndrome ("creak of the jaw"). In 2016, the patient experienced lichen sclerosus ("lichen sclerosus"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), bipolar ii disorder (seriousness criterion medically significant), urinary incontinence (seriousness criterion medically significant), asthma ("asthma"), joint effusion ("recurrent knee effusion"), cystitis ("cystitis"), sinusitis ("sinusitis"), ear infection ("otitis with perforation"), tympanic membrane perforation ("otitis with perforation") and proctalgia ("pain at rectum with sensation of heaviness"). The patient was treated with colonoscopy and gastroscopy were performed and surgery (another urinary incontinence sub-urethral sling was placed, colposuspension was performed and hysterectomy). At the time of the report, the metrorrhagia, adenomyosis, the last episode of depression, bipolar ii disorder, diarrhoea, urinary incontinence, ankylosing spondylitis, fibromyalgia, anxiety, insomnia, back pain, abdominal pain, iron deficiency anaemia, dyspnoea exertional, paraesthesia, neuralgia, burning sensation, ear pain, vertigo positional, the last episode of arthralgia, temporomandibular joint syndrome, lichen sclerosus, asthma, joint effusion, cystitis, sinusitis, ear infection, tympanic membrane perforation and proctalgia outcome was unknown. The reporter considered abdominal pain, adenomyosis, ankylosing spondylitis, anxiety, asthma, back pain, bipolar ii disorder, burning sensation, cystitis, diarrhoea, dyspnoea exertional, ear infection, ear pain, fibromyalgia, insomnia, iron deficiency anaemia, joint effusion, lichen sclerosus, metrorrhagia, neuralgia, paraesthesia, proctalgia, sinusitis, temporomandibular joint syndrome, tympanic membrane perforation, urinary incontinence, vertigo positional, the first episode of arthralgia, the first episode of depression, the second episode of arthralgia, the second episode of depression and the third episode of arthralgia to be related to essure. The reporter commented: in 2013: hysterectomy due to metrorrhagia/adenomyosis. Microscopic examination: endometriosis foci with a variable size. Conservation of ovaries, no salpingectomy and no essure removal. During this intervention, another urinary incontinence sub-urethral sling was placed and colposuspension was performed. 2017: allergic work-up: asthma - recurrent knee effusion, cystitis, sinusitis, otitis with perforation - still urinary incontinence - bipolar ii disorder. The patient was dismissed for illness in 2017 after 23 years of work. She had heavy anti-tnf treatment of and analgesics. According to the reporter essure and sling system have caused her reported autoimmune diseases. Therefore, ophira and miniarc were considered suspect products by the reporter. She was waiting to see a specialist. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.